Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the surgeon placed the first anchor and it held, but the other anchor broke off on use.